Manufacturer narrative:
The device involved in this event has not been returned for evaluation; therefore, the event cause could not be determined. The lot history record of the reported lot number was not available at the time of reporting. (B)(4).

Manufacturer narrative:
(B)(4). The lot history record of the reported lot number has been reviewed and no quality issues were noted. The microcatheter, pushwire and pipeline were returned for evaluation. The pushwire was found outside catheter. The pipeline was not attached to the pushwire. The tip coil and capture coil were found to be damaged. No defects were found with the proximal bumper and microcatheter. The ends of the pipeline were found fully opened with damaged braid. No other anomalies were observed. Based on the above findings, the customer's complaint could not be confirmed. The cause for the experience reported could not be determined as the returned pipeline was released from the capture coil. It is possible that the damage to the capture coil and braid may have contributed to the reported issue subsequently causing the pipeline to be stuck in the capture coil during deployment. However, the cause for damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic (covidien) received report that a pipeline device could not be deployed during surgery. The pipeline device was replaced with another device of the same model and the surgery was completed. There was no report of patient injury as a result of this event.

Manufacturer narrative:
The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. The event cause could not be determined.